Manufacturer narrative:
(B)(4). The explanted electrode will not be returned for analysis. The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection at the xyphoid incision. The patient was hospitalized and treated with intravenous antibiotics. The electrode was explanted and the device was deactivated, pending resolution of the infection. A new electrode will be implanted at a later time. It was believed the infection was related to poor hygiene/wound care. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted device was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received new information about this patient and device. In (B)(6) 2016 a new electrode was implanted and the device was reactivated. However, in (B)(6) 2017 this device and the new electrode were explanted due to another infection. No additional adverse patient effects were reported.